Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The insulation is damaged near the distal end of the shaft. Probable root cause could be user misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.